Event description:
Patient with normal pressure hydrocephalus (nph) initially showed clinical improvement with an implanted sophy valve. Posteriorly the patient developed subdural hematoma by hyperdrainage and underwent surgical drainage of the hematoma. The valve has been rescheduled for the highest pressure. Even with the maximum pressure redid the hematoma, requiring occlusion of the distal catheter and subsequent removal of the valve. In test ruler for manometry, it was found that the adjusted valve 170 mmh2o was actually 90 mmh20 (for the manometry).

Manufacturer narrative:
Two hypothesis might explain the issue faced by the user. Hypothesis 1: the valve was set on its highest position (no. 8) and the pressure measured for the 8th position during the analysis falls within its specification. The valve was therefore at its maximum capacity. The clinical state of the patient might have been evolving since the initial implantation in such a way that the pressure range available in a sm8a was no longer adapted to its condition. Two other models of valve are available in the sophy range, one with a maximum operating pressure of 300mmh2o and one with a 400mmh2o. These types of valve could be more suitable for a patient with high nph. In addition, even though the pressure change suspected by the user turned out to be unfounded, it is important to remind that we recommend in the instruction for use of our valves to always confirm the pressure setting with an x-ray examination, which was not done in this case. We also advise our user to only use the dedicated adjustment kit to perform the adjustment and the verification of the pressure setting. If done so, it would have appear that the valve was well adjusted from the beginning but that it was no longer adapted to the clinical condition of the patient. Hypothesis 2: another possible explanation can be found in the presence of a few deposits inside the valve. The visual examination indeed revealed the presence of a few little particles inside the valves. The accumulation of cells or protein deposits inside the valve is a known complication of a shunting system, widely discussed in the literature and explained in the instructions for use of the valve. Such situation can cause a loss of regulatory function in the valve potentially increasing the risk of overdrainage.

Event description:
Patient with normal pressure hydrocephalus (nph) initially showed clinical improvement with an implanted sophy valve. Posteriorly, the patient developed subdural hematoma by hyperdrainage and underwent surgical drainage of the hematoma. The valve has been rescheduled for the highest pressure. Even with the maximum pressure redid the hematoma, requiring occlusion of the distal catheter and subsequent removal of the valve. In test ruler for manometry, it was found that the adjusted valve 170 mmh2o was actually 90 mmh20 (for the manometry).